Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that a merlin.net transmission for a vf event indicated non-physiological noise. The patient had no inappropriate therapy but was admitted to hospital for further investigation. During lead explant there were complications during the extraction and there was substantial tissue ingrowth in the svc coil which led to severe damage. The patient¿s chest was opened as an emergency. The patient later on passed away.

Manufacturer narrative:
(B)(4).